Manufacturer narrative:
(B)(4). Additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of "leak" could not be confirmed. A batch review could also not be performed as the customer was unable to provide baxter with the device lot number. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter healthcare that five (5) ce infusor lv devices were involved in separate leaking incidents. The customer did not have specifics when these leaks occurred (incident dates). According to the customer, the devices were filled with 5-fluorouracil and d5w (unknown concentrations). The facility connects a 12inch non-baxter extension set on the device for use of a slide clamp (the baxter infusor does not have a slide clamp to stop flow). The manufacturer of the extension set is unknown per the customer. According to the customer, the devices are then stored in a ziploc bag and sent to the patient. Upon receipt of the samples, it was observed moisture/fluid was collecting within the ziploc bags. The facility thought the leak was coming from the connection site of the extension set and the infusor but they verified connection and still could not stop the leaking. The customer stated they have since stopped using the extension sets and have not witnessed any leaks. The devices were not used for patient therapy. Therefore no patient involvement. No additional information is available. This is report 5 of 5 with the same reported problem from this facility.